Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one day post-operative of a laparoscopic gastric bypass, the patient came back to the operating room due to bleeding. There was bleeding on the corner of the 45 mm purple reload staple line on the lesser curvature. The procedure ended up having to go open to control the bleeding with over-sewing at staple line. The patient¿s hospitalization was extended for 10 days.